Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint by the customer on the v60 indicating that the touchscreen was freezing and unresponsive. It was reported that there was no patient involvement at the time the issue was discovered. The customer reported to the remote service engineer (rse) that the touchscreen was unresponsive. The investigation is ongoing.

Manufacturer narrative:
H10: the customer reported to the remote service engineer (rse) that the touchscreen was unresponsive. The customer biomedical engineer (bme) informed the remote service engineer (rse) that the amber light on the device was functional for the on/off switch when plugged into ac power. The rse informed the customer of a possible power management (pm) printed circuit board assembly (pcba) failure. It was determined that a field service engineer (fse) should resolve the issue at the customer site. The fse replaced the pm pcba. The device was stated to be returned to service with no restrictions on usage. Multiple good faith efforts (gfe) were attempted on 04/24/2023, 05/02/2023, 05/09/2023 and 05/16/2023 to obtain confirmation of return of the replaced pm pcba. No response or further information was received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The customer biomedical engineer (bme) informed the remote service engineer (rse) that the amber light on the device was functional for the on/off switch when plugged into ac power. The rse informed the customer of a possible power management (pm) printed circuit board assembly (pcba) failure. It was determined that a field service engineer (fse) should resolve the issue at the customer site. The fse replaced the pm pcba. The device was stated to be returned to service with no restrictions on usage.